Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed with motor errors. The customer's blood level glucose was unknown at the time of the incident. The customer's insulin pump alarmed with no delivery alerts. No further details were provided. The insulin pump will not be returned for analysis.